Manufacturer narrative:
Exemption number e2019001. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a 10x60mm armada 35 balloon catheter air leakage was detected during aspiration. The balloon catheter was not used and there was no patient involvement. The procedure was successfully completed with an unspecified armada 35 balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. Visual and functional inspections were performed on the returned device. The leak was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to confirm the reported leak during functional testing of the returned unit. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.